Event description:
It was reported that customer had motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he received a motor error 2 times, his dog chewed it up when he was in the sower. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer is going to received a replacement insulin pump for current insulin pump having a motor error and physical and cosmetic damages.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.